Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following a fall, the patient was not receiving effective therapy from their system. It was found that the lead had low impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced and an additional lead was also implanted. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect device analysis the report event of low impedance was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.